Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, the distal portion of the guidewire was stretched upon removal from the package. It was noted that the plastic cassette packaging was intact. The guidewire was not used, and there was no patient involvement.